Event description:
The customer reported to baxter corporate product surveillance one empty intravia container with non-dehp fluid path in which the administration port tore from the bag while attempting to remove an unknown set spike from the bag, after use. There is patient involvement; however, there is no report of patient harm associated with this report. No further information is available at this time.

Manufacturer narrative:
(B)(4). Evaluation summary: the actual sample was received for evaluation. During visual inspection of the sample it was observed that the membrane of the tube assembly was ripped. This confirmed the customer reported condition. However, the root cause of the malfunction could not be identified. Additional information: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot.

Manufacturer narrative:
(B)(4). Initial evaluation confirmed the reported condition. Upon completion of baxter's investigation a follow-up will be submitted.